Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are previous complaints of this code-batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the defective ampoules. One open unit was received and checked. Leakage of the liquid glue through a line that seems to be connected to the injection point of the ampoule can be observed. The ampoule received has a tear near the injection point on the surface of the ampoule and as a consequence of that,there is leakage of the liquid glue through the cannula, thus provoking glue polymerization outside the ampoule. Final conclusion: it is concluded that the complaint is justified. Corrective/preventive actions: the supplier of the ampoules is to be informed about the finding.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. Leakage of histoacryl noted upon opening of the package.